Manufacturer narrative:
Unit received with cracked/damaged case bottom, cracked case at the corner of the belt clip rail, cracked battery tube threads, missing serial number label, pillowing keypad overlay, cracked retainer, scratched case and j7 power connector broken off from the pcba1. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test due to physical damage to the pump and j7 power connector broken off from the pcba1. Unable to perform the pump trace history download or carelink upload due to j7 power connector broken off from the pcba1. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Event description:
Information received by medtronic indicated that the side of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.